Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter would not power on. The complaint was classified based on customer service representation (csr) documentation. The patient reported that the alleged meter power issue began on (B)(6) 2019 at either 9 or 10 am. The patient informed the csr that she manages her diabetes with 500mg metformin twice daily in combination with diet and exercise and the patient denied making any changes to her usual diabetes management routine in response to the alleged power issue. The patient claimed that later that day at 3pm she developed symptoms of ¿sweating and nausea¿. The patient denied receiving any treatment or medical intervention because of the alleged power issue. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed the correct test strips were being used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose with the subject meter due to the alleged power issue.